Event description:
It was reported that using a femoral artery access during a complex coronary procedure of the posterior lateral (pld) artery, the 2.25 x 28 mm xience xpedition stent delivery system (sds) was attempted to be advanced 2 different times but could not cross the lesion. The same sds was then attempted to be advanced in the native left anterior descending (lad) artery but it still could not cross and the physician abandoned further attempts from this access site. The right femoral access was attempted and the sds was advanced but could not cross and during the second crossing attempt, the fourth insertion of the sds into the anatomy, the stent implant became stuck. The device was pushed and pulled in an attempt to release the sds and remove it. It was not known if the stent implant snagged inside a previous stent or on vessel calcium. The sds was removed however; the stent implant dislodged and remained in the rca. A small balloon dilatation catheter (bdc) was used to retract the loose stent, however, it met resistance at the guide catheter and the balloon ruptured from the stent strut while near the proximal rca. The loose stent was crushed to the vessel wall inside a previously placed xience stent. It was noted that the patients rca was heavily treated with previous patent stents and the target stenosis was distal to the implanted stents. The procedure was completed using balloon angioplasty and intravascular ultrasound (ivus) confirmed a smooth vessel and good stent opposition. Although the procedure was lengthy, the patient was reported as stable throughout the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - re-insertion. The stent remains in the anatomy; the stent delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Stent dislodgement as confirmed. Difficult to position, failure to advance/cross the lesion, and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.